Event description:
While cleansing the skin with the standard chloraprep swab from the IV kit, the patient received a small scratch/cut. It was noted that the chloraprep swab had a sharp point which had poked into the skin of the patient. The area was cleansed and incorporated into the IV bandage.